Manufacturer narrative:
Patient's identifier was not provided. If the requested information becomes available, supplementary report will be submitted. Lot and part information is unknown. If additional information becomes available a supplementary report will be submitted. Device evaluation results are not available. If the analysis is complete, a supplemental report will be submitted. PMA/510(k) - not applicable.

Event description:
Per complaint (B)(4), during clinical procedure, patient experienced lack of primary stability.